Event description:
It was reported that the patient presented to the emergency room experiencing palpitations. The ventricular lead exhibited noise and under sensing. The device was reprogrammed and the lead remained implanted. The patient would be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.